Event description:
Information received via a healthcare professional (hcp) from a clinical study reported via a representative regarding a patient implanted with deep brain stimulation (dbs) for severe, medically refractory, poorly localized pain. It was reported that the patient had developed seizures after 12-24 months on stimulation. After clinical investigations, it was deduced these were likely to be stimulation induced seizures. The patient had reported a progressive fall in the stimulation intensity threshold for seizures over time. The patient's device was switched off as a result. Additional information received november 14, 2016 reported troubleshooting involved reducing the stimulation parameters (ma) progressively. The stimulation was turned off in periods with reduction in seizure frequency. Anti-epileptic medication was also initiated with reduction in seizure frequency. It was noted the seizures had not resolved as ongoing signifying stimulation induced the epilepsy.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was implanted for post surgical chronic pain on their right arm and leg following spinal surgery. It was also noted that the patient experienced left arm tonic seizures with speech arrest, sometimes minor jerks in their left leg/drop attacks (left leg myoclonic seizures); voluntary or involuntary skelemotor activity was also noted. The patient's stimulation at the time of the seizures was 6ma, 130hz, and 450 mics. It was then stated that these seizures occurred due to the well described phenomenon of after discharges (ad), distinctive rhythmic discharges that can occur after electrical stimulation of a cortical region above a certain threshold; there was a progressive loss of inhibition resulting in a falling threshold for seizures. The patient developed seizures which were as a direct result of cortical stimulation. They patient also decided to continued stimulation despite the occurrence of stimulation induced seizures, a process akin to kindling occurred, resulting in de-novo epilepsy, that persisted long after dbs was switched off. Apart from the seizures, at 12 months the patient also experienced a loss of focus, a difficulty expressing words, and a feeling of his left arm stiffening. As a result, right lead settings were reduced to 5v of power output. The events ceased for a month, but then returned. This was detected at a review 3 months later, when the patient confirmed they were having 10 events per day. Current was turned down to 0.5 v. 6 months later, the patient confirmed that they were still suffering 2 ¿ 3 events per day, at extremely low stimulation settings. Pain was reported to be back to pre-implant levels and was unbearable. They were started on levetiracetam at this point, to enable dbs to be restarted. Events ceased at 1gm/day of levetiracetam and dbs restarted shortly after. Although seizure frequency was much reduced at 3 attacks per day at 3 months, they continued to occur, representing de novo epilepsy. The patient was initiated on oxcarbazepine and this had resulted in a reduced frequency from 3 attacks a day to 2 events in 3 months. Dbs was switched back on in cycling mode (12 hours on, 12 hours off). No events have been reported in 6 months. Actions/interventions taken to resolve the previously reported issues included reducing the stimulation parameters progressively, turning off the stipulation for periods at a time, and administration of anti-ecliptic medications. It was later reported that the generalized convulsive seizures resolved with partial deep brain stimulation (dbs) shut off and anti-epileptic drugs. The deep brain stimulation (dbs) was then switched back on with sensing data guiding therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported that the patient experienced seizures assessed by dbs neurology service with clinical evaluation and eeg video telemetry in 2015. It was noted that the patient¿s seizures were unrecognized for ¿some time,¿ and even after seizures were recognized, the patient could not tolerate stimulation being turned down. The patient had progressive increases in seizure frequency and severity, which eventually resulted in generalized convulsive seizures, with status epilepticus on a couple of occasions. This occurred despite being on anti-epileptic medication, and despite stimulation being turned off. It was noted that the patient had developed de novo stimulation induced epilepsy. However, it was noted that dbs was on as of last follow-up in (B)(6) 2016. No further complications are anticipated.